Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
It was reported that electrode left in her body from a former sensor. The customer¿s blood glucose was unknown at the time of incident. The customer also state that one week after removal customer needed to place a new sensor in the same spot and then she noticed there was a piece coming out of the skin. The sensor will not be return for analysis.